Event description:
Pursuant to info received from the physician, the pt was implanted with a device with remote injection site on 12/1/95. Subsequently, the physician noted extrusion and necrosis of the prosthesis. No add'l info regarding this occurrence the physician noted is available at this time.